Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a bd alert which was triggered due to magnet application during an unrelated surgical procedure. Review of the s-ICD data indicated the battery voltage of the s-ICD has recovered since the alert was triggered. No changes were made and the s-ICD remains in service. No adverse patient effects were reported.